Event description:
It was reported that the user experienced a high blood glucose event attributed by the user to dehydration, and emergency medical services evaluated the user on scene without transport. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available, there was insufficient information regarding a device problem or component involvement, and no specific device malfunction could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.